Event description:
06/04/2020: updated ed: concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown radiolucent drive (part # unknown, lot # unknown, quantity unknown). This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot mre/DHR review for sterile part: part number: 04.005.414s, lot number: 6l46246, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26. Nov. 2019, expiry date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mre/DHR review for unsterile part number: 04.005.414 lot number: 24p7100, manufacturing site: mezzovico , release to warehouse date: 04 november 2019. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device history review 13-may-2019. No record of this lot number being manufactured by monument. 15-may-2019 . No record of this lot number being manufactured by monument. Please confirm / correct the lot number, manufacturing site and resubmit. H3, h6: investigation summary: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A review of the device history record. Device history lot. (B)(6) 2019. No record of this lot number being manufactured by (B)(4). (B)(6) 2019 . No record of this lot number being manufactured by (B)(4). Device history review (B)(6) 2019. No record of this lot number being manufactured by (B)(4). (B)(6) 2019. No record of this lot number being manufactured by (B)(4). Please confirm / correct the lot number, manufacturing site and resubmit.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this pc is related to (B)(4) which reports about the radiolucent drive. This pc reports about the drill bit. It was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery with the nail and the drill bit in question. During the drill with the drill bit and the radiolucent drive, the surgeon could not drill at all. The surgeon hammered the drill bit to make a pilot hole and drilled to the opposite cortex. The surgeon could not remove the drill normally, and he removed the drill with a pliers. The surgeon tried to insert a depth gauge a few times, but he couldn't. The surgeon confirmed by image intensifier that the fracture occurred at the distal nail. The surgeon made an incision, and he used 3 wires to fix the fracture. The surgeon commented that it was possible that the fracture occurred when the surgeon hammered the drill. The surgery was completed successfully with 60 minutes delay. No further information is available. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown depth gauge (part # unknown, lot # unknown, quantity 1), unknown radiolucent drive (part # unknown, lot # unknown, quantity unknown). This complaint involves four (4) devices. This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration this report is 3 of 4 for (B)(4).

Event description:
This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.